Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left inguinal hernia (laparosroscopic left inguinal hernia repair) on (B)(6)2013. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia"), 1 year after insertion and 1 year after removal of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (full hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: malposition left essure device in the left fallopian tube quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case will be deleted from bayer pv data base since this case was identified as duplicate of remaining case:(B)(4). Duplicate case identified with fu information. All the relevant information was transferred to the remaining case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left inguinal hernia (laparosroscopic left inguinal hernia repair) on (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia"), 1 year after insertion and 1 year after removal of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (full hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: malposition left essure device in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included left inguinal hernia (laparosroscopic left inguinal hernia repair) on (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia"), 1 year after insertion and 1 year after removal of essure. On an unknown date, the patient experienced pelvic pain ("pelvic pain"). The patient was treated with surgery (full hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, dysmenorrhoea, pelvic pain and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, and pelvic pain to be related to essure. The reporter commented: malposition left essure device in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.